Event description:
A home pt's spouse contacted baxter's technical service center regarding the system error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell of their automated peritoneal dialysis therapy. Reportedly, the home pt's spouse accidentally disconnected the supply bag from the supply line of the homechoice set during therapy. The home pt's spouse then connected a new supply bag to the pre-used supply line and attempted to clear the alarm. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed manually. No pt injury or medical intervention was associated with this incident per the home pt's spouse.